Event description:
A user facility reported to olympus, the visera elite video system center exhibited no image and e311 white balance failure error. The event occurred during an unknown therapeutic procedure. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
It was reported that the customer called into the olympus technical assistance center (tac) for troubleshoot help and stated that no scope image displayed on the facility's otv-s190, only color bars. The customer was assisted by an olympus representative, who advised the customer to make sure the paddle connection was correctly plugged. After the customer correctly plugged in the paddle connector, the device displayed good image but exhibited e311 white balance failed error. The olympus rep then advised the customer to press and hold the white balance button with the scope pointed at a white surface, until a message displayed. After a successful trouble shoot with the customer, it was confirmed that the device work normally and the issue was caused by incorrectly plugging of the paddle connection. Additional information received from the customer that the equipment worked, and no repair needed, the device was plugged in on the wrong port (footswitch). The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 4 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. The event can be prevented by following the instructions for use which state: ¿properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result.¿ olympus will continue to monitor field performance for this device.